Event description:
Per the clinic, the patient experienced a performance decrement with device use. The device was explanted on (B)(6)2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.